Manufacturer narrative:
As received the axium coil found damaged within the introducer sheath and the polypropylene ball was found broken off from the implant coil tip. This condition was not reported during initial report. The axium pushwire was found kinked immediately distal to the break indicator and found bent within the introducer sheath at the distal end. The implant coil could not be advanced out of the introducer sheath due to resistance. Based on the device returned analysis, we were unable to determined that cause of polypropylene ball was found broken off from the implant coil tip. As the axium implant coil was found to be inverted within the introducer sheath it is possible that resistance would occur when attempting to push the implant coil out from this portion of the introducer sheath as this portion of the introducer sheath is designed to create resistance with the pushwire portion of the axium coil. It is likely that the customer inadvertently inverted the axium coil following hydration or inspection. The axium implant coil was returned damaged and the pushwire was found bent. It is likely that the damage to the axium implant coil and pushwire occurred during the attempt to push the coil into the micro catheter against the reported resistance. Pulling the axium coil through the wave-lock portion of the introducer sheath would also potentially cause the implant coil to become damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that coil could not entered in the microcatheter. No patient injury was reported. The patient underwent coiling treatment for a small unruptured saccular aneurysm located in left ocular artery segment, measuring 4mmx2mm. A continuous flush was used. The coil was able to come smoothly out from the introducer sheath. Evaluation of the returned device found that the polypropylene ball was found broken off from the implant coil tip.